Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During t2 gtn surgery, the surgeon did the drill of the proximal screw hole of the nail(oblique screw hole). However, the drill bit was broken. The surgeon removed the tip of broken drill from the patient bone.

Manufacturer narrative:
Evaluation revealed the drill, tri-flat t2 femur ø4, 2x340 mm to be the subject product. No further associated products were reported. Review of the device history records revealed no discrepancies. The item reported was documented as faultless prior to distribution. As the item had been in use for more than 5 years, we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. During investigation no material, design or manufacturing related issues were found. The received drill showed traces of an intense and frequent use. The cutting edges of the drill were significantly worn. The use of a blunt drill requires unintended high forces to achieve a drilling progress at all. In addition, the risk of necrosis due to excessive heat development increases. The drilling spiral of the drill was sheared off at the level of approx. 53 mm from the tip. Appearance of the breakage surface, the course of the breakage line as well as the absence of plastic deformation suggested that the drill broke in a sudden manner. It is not unlikely that drilling under misalignment and bending forces in combination with high force application due to the bad cutting performance had led to the final breakage of the drill. It cannot be further excluded that the drill returned had been pre-damaged during former surgeries, but the damage should then have been detected during inspection prior to surgery and another device would have been used. In case of intended use such damage would not have occurred. Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product. No non-conformity was identified.

Event description:
During t2 gtn surgery, the surgeon did the drill of the proximal screw hole of the nail (oblique screw hole). However, the drill bit was broken. The surgeon removed the tip of broken drill from the patient bone.